Manufacturer narrative:
An event of severe groin pain and acute right retroperitoneal hematoma with active hemorrhage was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that there was no allegation of malfunction against the delivery system and that the bleeding did not occur at the access site. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
Crd_806 - pfo occluder pas us0883- 8866(r813339601) it was reported that on 04 dec. 2023, a 8f amplatzer torqvue ds was selected to implant a device. Several hours later after implant, patient experienced severe groin pain. Computer tomography showed "acute right retroperitoneal hematoma with active hemorrhage, favored to arise from the proximal right inferior epigastric artery." Per ir, "slightly aberrant position of inferior epigastric crosses over cfv at access site, probably too small to see by us during access in a larger patient. The patient was treated with ir coil embolization with minx closure.